Manufacturer narrative:
Correction information was provided in b.2. And h.11. Upon further review of this report, following submission of the initial report, there was no patient contact, and this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the injector was bent while advancing the lens. There was no patient contact. The procedure was completed on the same day.